Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab an intra-aortic balloon (iab) was inserted via the femoral artery. After insertion, the intra-aortic balloon pump (iabp) alarmed "helium loss" several times. Another pump was tried with the same result. As a result, the catheter was removed and replaced with a new catheter with success. Pump strips were generated. There was no report of pt death, complications or injury. The pt outcome is okay and the pt was released. Additional information received on (B)(6) 2011 from the sales representative stated that there was no blood in the tube.